Manufacturer narrative:
A supplemental report will be submitted, upon completion of the plant's investigation.

Event description:
A hemodialysis inpatient user facility reported during treatment an internal blood leak occurred. The blood leak was visually observed and the blood leak occurred during the initiation of treatment. No blood test strips were used or necessary. The estimated blood loss was 150-175 ml. The machine did alarm appropriately. No damage was observed on the dialyzer. The pt did not experience any adverse effects or seek medical attention. The pt completed his treatment on a different machine with a new set-up. The actual sample is not available for evaluation.

Manufacturer narrative:
There were no deviations or nonconformances during the manufacturing process in addition, the batch record review confirmed the labeling, material and process controls were within specification a lot number review was conducted and as of 08/15/2015, no additional complaints have been reported against the reported lot number. The reported complaint of internal dialyzer blood leak was not confirmed. A complaint sample has not been received for manufacturer evaluation. A definitive conclusion regarding the compliant incident cannot be reached without physical examination of the complaint sample.